Event description:
It was reported that the right atrial (ra) lead dislodged from the atrium and was in the right ventricle, which was confirmed by a chest x-ray. A lead revision was planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.